Event description:
Consumer claims she had a heating pad plugged into a surge protector and it was not in use. She alleges that the controller of her heating pad melted and flamed from the inside. No injuries or property damages were reported with this incident.

Manufacturer narrative:
A prepaid label was sent to the consumer for return of the product. Consumer has not returned the product.